Event description:
A customer reported that their pump began sparking and emitted a burning smell while charging. There was no adverse impact on the customer¿s blood glucose level. The customer received instructions to put the pump into storage mode and was informed of the return process. The pump was confirmed to be under warranty, and it was decided to replace the pump for safety reasons.